Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, there was an instrument error due to tissue pad issues. Used a new instrument to complete the case. There was no pt consequence.